Event description:
The pt was revised because of osteolysis and wear.

Manufacturer narrative:
Examination of the submitted device confirms polyethylene wear. Prod info required to review the device history records was not provided. A conclusive root cause could not be identified, as preferential loading of the femoral component onto the tibial insert, length of time inserted (15 yrs), and method of sterilization are all possible contributing factors. Based on the inability to identify the primary root cause of the polyethylene wear, the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.